Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190. (B)(4).

Event description:
A customer from (B)(6) alleged that they received a potential false positive result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system. The customer reported that a patient¿s sample analyzed on the cobas® liat® system generated a sars-cov-2 positive, influenza a negative, influenza b negative result. The patient¿s sample was retested analyzed on the same cobas® liat® system and generated a sars-cov-2 negative, influenza a negative, influenza b negative result. No patient details were made available, and no harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. No product problem related to the customer allegation was identified. Further investigation was not warranted as the customer mentioned that samples were diluted for the retest which is off-label. Additionally, no data was provided to confirm the allegation. (B)(4).